Event description:
The customer reported their coulter lh 780 hematology analyzer was leaking an unknown volume of clear liquid that was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. Operator wore gloves, no cross contamination occurred, and there was no impact to electrical or optical performance. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the upper sheath restrictor tubing leaking at pinch valve vl46b and the tubing was replaced to resolve the leak. (B)(4).